Event description:
It was reported that right ventricular (rv) and left ventricular (lv) lead exhibited dislodgement. Lv lead lost all capture and rv lead had elevated thresholds. Fluoro revealed that the lv had pulled back into the body of the coronary sinus and rv lead had lost all slack. The lv lead was explanted and replaced, and rv lead was repositioned. The patient is in stable condition.

Event description:
The rv lead was repositioned successfully on (B)(6), 2025.

Manufacturer narrative:
Correction b5, b6 and e1.